Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Products: 5071-35 implantable pacing lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.